Event description:
It was reported that a pump experienced "door not fully latched" messages. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Unit received inoperable due to "door not fully latched" messages caused by loose link screw (upper). The "door not fully latched" messages are more than likely what the reported symptom of "door on this device is not latching shut" is referring to. The condition was eliminated during evaluation by adjusting the screws with the door performing as expected. The screws were replaced during the repair process.